Manufacturer narrative:
The insulin pump had intermittent down arrow button response due to a flattened button dome switch. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The husband reported via phone call that the customer received a button error alarm that they were unable to clear. The customer's blood glucose was unknown. The husband could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.